Manufacturer narrative:
Additional information has been provided in d9 and h6. This MDR is submitted to correct information previously reported in d4 (serial number and primary UDI number) and d6a (implantation day, month and year).

Event description:
Clinical narrative: an impella cp was inserted via femoral artery to support the 58-year-old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The cp was placed after the patient had been supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was inclusive of a prior cardiac arrest, but other medical history was not shared. The cp was alarming for high purge pressure and purge flow blocked and the team troubleshot. They changed the purge cassette, added the lytic tpa to the purge fluid, adjusted the purge fluid from bicarbonate to heparin, and then made decision to explant the pump. The explant was performed with no consequence to the patient as patient survived. The tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.